Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The unexpected restart alarm was noted during the error test due to a voltage leak on the interface board. Unable to complete functional testing due to the unexpected restart alarm. No physical damage was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarm and unexpected restart alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.